Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through visual inspection, the engineering technician also noted that there were metal shavings near the thrust washer. The device was scrapped by stryker.